Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s first device worked fine and the only reason the battery was replaced was due to battery depletion. The patient started having trouble in (B)(6) 2014 and the second battery didn¿t function as well as the first one. The patient thought the wiring got out of place and everything didn¿t function well. The wiring seemed to be in the wrong place and seemed dysfunctional. The patient had a couple of falls during the second implant and fell 3 times in 2.5 years, but the second one never worked as good as the first one. The patient had short term memory loss and didn¿t know the dates of the falls. The patient had balance problems. Things kept going downhill and the patient started really having problems. The device started malfunction and the patient tried to work with it and reprogrammed it in 2015. The patient started getting botox treatments and continued to take medications with it and it just didn¿t help. The patient had little success with botox and leveled it. The device stopped working and they decided everything needed to be replaced. The patient¿s second battery was replaced on (B)(6) 2016. The current device was better and the issue had been resolved. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.